Event description:
Information received from the intreped clinical database. Treatment of a right unruptured internal carotid artery (ica) aneurysm measuring 8.71mm x 3.5mm. A total of three pipelines were used in the patient. Post pipeline procedure, it was reported that the patient was presented with an acute right ica stroke and was put on heparin to prevent further strokes. A computer tomography angiography (cta) and magnetic resonance angiogram (mra) was performed on (B)(6) 2011 that showed a high grade stenosis with pseudo aneurysm and dissection. The patient presented again on (B)(6) 2011 with an intracranial hemorrhage and subsequently expired the following day.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77400-16 (qty 2); lot#: not reporeted; dom: n/a; exp: n/a. (B)(4).